Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: this is a report about leakage of chemo (docetaxel) between the protector and the vial. The customer was using assembly fixture for preparation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, no defects were observed on the membrane of the protector. It was observed that the protector was connected to the vial at an incline, damaging the aluminum cap. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leak between the protector and vial was observed. As lot information for this incident was not available, a device history review could not be performed. While we could not replicated the reported failure, based on the sample evaluation it was determined that the protector was not properly connected to the vial which resulted in the leak reported.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: this is a report about leakage of chemo (docetaxel) between the protector and the vial. The customer was using assembly fixture for preparation.